Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's current blood glucose level was in 20 mg/dl and in 30 mg/dl. The customer informed that the insulin pump had an insulin pump error alarm. The customer reported that they had been getting the issue that insulin pump was asking to rewind it. The customer stated that this was already the 4th time within this month that they had issues with the insulin pump asking them to rewind it but they could not verify if it was the same error. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarms and were able to rewind the insulin pump. The insulin pump passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 130, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the unit, and it passed.